Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 500 at an unknown dose via an implantable pump. The patient¿s medical history included severe cerebral palsy (cp) and the patient was non-verbal. It was reported that during normal use on (B)(6) 2017 the patient experienced recurrent upper extremity spasms of an unknown cause. It was further clarified that there were two separate admissions. The patient experienced increased spasms on (B)(6) 2017 and was admitted on (B)(6) 2017. The itb dose was increased on (B)(6) 2017 and a bolus was given. The symptoms improved right away, significantly, after that so they felt at that time that pump was working. The patient remained well for the next almost two weeks. The patient experienced increasing, worsening upper extremity spasms and pain on (B)(6) 2017 and admitted again to the hospital on (B)(6) 2017. The patient did not respond to an itb bolus through the pump and a refill on (B)(6) 2017. This raised concerns about whether pump was functioning and working properly. A dye study was performed under fluoroscopy on (B)(6) 2017 to see if there was any evidence of a pump malfunction. The pump and catheter were working normally and there was no evidence that a pump malfunction was causing symptoms. There were no additional actions or interventions taken at this time regarding the pump or catheter. Surgical intervention did not occur nor was planned at that time. The patient¿s symptoms did improve after further increased baclofen dose. The pump and catheter remain implanted and in-service. However, at the time of the report, the issue was not resolved. The plan was for the patient to follow-up with the pediatrician after discharge to re-evaluate the symptoms and dose. As reported it was one reporter¿s understanding there was still a consideration that the symptoms were related to the patient¿s response to the itb treatment, but further workup was being done to look for an underlying cause. A clear cause of the patient¿s symptoms was not identified, and it was unclear as to why the patient was symptomatic. There were no reported environmental, external, or patient factors that might have led or contributed to the event. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: : product ID: 8731sc, lot# 0212323853, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via manufacturer representative indicated they had not heard from the patient in a few weeks, so it was assumed the patient improved. No further testing or troubleshooting was performed. The cause of the patient symptoms was reportedly still a mystery. No further actions were taken. The pump remained in service. If the issue recurs, the family may consider removing the pump.